Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pockets were unresponsive. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that several pockets in drawer 2.1 were not responding. A field service engineer (fse) investigated a reported issue where certain drugs could not be pulled because an entire row was unacceptable, which was occurring in the auxiliary drawer. While onsite, the fse performed a thorough inspection of the main station, verified all cable connections were secure, and confirmed the unit was in good working order. Debris was removed from drawers to prevent future issues, and the barcode scanner mast was checked for stability. Functionality of the unit was verified, a general inspection was completed, all cables were confirmed firmly attached with no physical damage, and zebra printer functionality was verified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pockets were unresponsive. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.